Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had no image. The issue was resolved when the customer used another serial digital interface (sdi) cable, connecting the secondary monitor sdi input directly to the sdi output of the primary monitor, circumventing the boom arm. There were no reports of patient harm.